Event description:
During a remote follow up, high pacing impedance was noted on the left ventricular (lv) lead. Lead damage was suspected. The device was reprogrammed to resolve the event. The patient was stable.